Event description:
Device would not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 5th july 2012. The device was returned for ¿device would not switch on¿. The fault was traced back to a leakage between track 13 and track 14 on the membrane. This leakage would have caused the device not to switch on via the on/off button as per the reported fault and led to the device switching on upon insertion of a pad-pak which would account for the multiple manual power ons between the 15th august 2018 and the 21st august 2018. The faults could not be replicated with a known good membrane installed in the device. This would confirm a fault with the original membrane. This leakage had also resulted in an 18v overvoltage and damage to the microprocessor. This had resulted in most of the instructional leds remaining illuminated. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device would not switch on. No patient involved.